Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: performance of pacemaker leads in alternative lead positions after tricuspid valve replacement. Pacing and clinical electrophysiology. 2020;43:1382¿1389. Doi: 10.1111/pace.14093. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemaker leads in alternative lead positions after tricuspid valve replacement. The article reports patients who experienced endocarditis which required lead revisions and lead related tricuspid valve regurgitation which required tricuspid valve replacement (tvr). There were also lead revisions due to fracture and connector issues. There were other right ventricular (rv) pacing leads which exhibited increases in thresholds. The status/disposition of the leads and devices is unknown. No further patient complications have been reported as a result of this event.